Event description:
Caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.